Manufacturer narrative:
The company representative opened the display unit on the iabp and tightened all the contacts on (B)(4) 2013. The iabp display functioned properly. The device was re-checked on a later date and no anomaly was detected. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, colors on the monitor screen were mixing intermittently, making the pressure waveform difficult to view. No patient was involved.